Event description:
It was reported the device was explanted due to skin infection at the implant site. The physician stated there is no evidence of deep pocket infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.